Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-8330h shaver is incorrectly functioning. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Motor) the evaluation confirmed the reported event, "on 10/27/2023, it was reported by a sales representative via sems-06068762 that an ar-8330h shaver is incorrectly functioning. This was discovered during use in a case with no patient harm." And attributed to motor hall sensor malfunction. (Refer to ncr-22401).